Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the probe was broken. - the surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. - the cracks were spreading out from the black discoloration area. - there were no scratches at the black discoloration area. The DHR with the serial number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. - ultrasonic output - (operation check/ drive check) ultrasonic oscillation - (frequency check) resonance frequency - (appearance check) appearance a likely mechanism causing the broken probe might be the following: only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This might have caused the probe to crack. The output was activating with cracks in the probe. As a result, a force might have been applied to the probe this caused the probe to break at the cracks. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the probe breakage (crack) during a laparoscopic cholecystectomy. The intended procedure was completed with another device. There was no patient injury reported.